Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tfna nail was broken. The device is scheduled to be removed and will be replaced by a pfna on an unknown date. No further information was reported. This report is for one (1) 10mm/125 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual analysis of the returned sample revealed that tfna fem nail ø10 le 125° l235 timo15 has broken in two parts. The broken fragment was returned. No other problems was reported. A dimensional inspection was not performed for the tfna fem nail ø10 le 125° l235 timo15 due to inaccessibility of the internal components without destruction of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 le 125° l235 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nail broke at level of the distal screw. Initial implantation was done on (B)(6) 2021. The removal procedure was done on (B)(6) 2021.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: additional patient identifier: (B)(6). H3, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 06-dec-2019, expiration date: 01-nov-2029, part number: 04.037.015s, 10mm/125 deg ti cann tfna 235mm/left ¿ sterile, lot number: 29p1539 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: p part number: 04.037.912.3, tfna lock drive lot number: 25p9691 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended lot number: 17p1866 lot quantity: (B)(4). Part number: 04.037.912.2, lock prong 125 degree, tfna, bp55 lot number: 3l12465 lot quantity: (B)(4). Part number: 21127, timoagri16.00, bp80 lot number: 16l3712 lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.